Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent video connector unit pins. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: digital visual interface (dvi) out was not working, it wasn't showing up in or monitors due to bent video connector unit pins. In regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the digital visual interface (dvi) out and was not working, it wasn't showing up in or monitors. The issue was found during set up/inspection for use. There were no reports of patient harm.